Event description:
It was reported that the pt felt that the implantable pulse generator (ipg) was no longer working. His handheld device was unable to communicate with the ipg. Pt had not been exposed to anything out of the ordinary and did not have a hybrid car. The ipg was interrogated by the hcp and gave alarm code 509, defined as measurement in progress. The hcp indicated he was able to adjust the programs/voltage but unable to elicit any benefits/side effects. On (B)(6) 2010, the ipg was interrogated by a company rep and logs were made. On (B)(6) 2010, a data file was sent for analysis. The telemetry info error codes were obtained from the device. A physician recharge was performed on the device which cleared the device and pt felt the stimulator working again. No other intervention was required and the pt was reported as doing well.

Manufacturer narrative:
(B)(4)